Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared and normal function resumed. No patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).